Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the asp synchronization was not functioning, and when logging into the cabinet, no patients were displayed, leaving the screen blank. A technical support specialist (tss) connected remotely and observed that no patients were displaying at login except for four temporary entries. The tss identified that synchronization had not occurred recently and that a large backlog of pending records was present, then restarted the application services platform synchronization to restore data flow. The tss verified that profile mode was enabled in system settings and informed the customer that synchronization would take time to complete, advising that the pharmacy could be contacted for urgent medication needs if access was required before synchronization finished. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aspsync was not syncing. The customer confirmed that when logging into the cabinet, no patients were displayed, and the screen appeared blank. However, there were no delays, adverse events or injuries reported based on this event.